Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Reported event was confirmed by x-ray review. The x-rays examination results shows that the femoral cement mantle appears sparse. And the tibial component cement mantle appears sparse at the lateral edge of the lateral tibial tray and at the medial aspect of the proximal peg. Also, on lateral projection there appears to be radiolucency at the tibial peg metal-cement interface suspicious for loosening of the tibial component. Device history record was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Medical product: articular surface fixed bearing posterior stabilized (ps) left 12 mm height, cat#: 42511400412, lot#: 63245701. Unknown persona femoral component, cat#: unknown, lot#: unknown. Unknown persona patella, cat#: unknown, lot#: unknown. Customer has indicated that the product will not be returned [location unknown at this time] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It has been reported that the patient was revised to address tibial tray loosening. No further information has been provided.